Event description:
It was reported that the pediatric surgical heart unit experienced a syringe pump not properly infusing the medication to the patient. The nursing team were able to demonstrate that after a device delivered a medication dose, it would retract the medication back into the syringe. Afterwards, it would take approximately 12-14 minutes for it to be primed correctly to deliver another dose. During the site visit it was reported that after changing a continuous medication syringe, it was observed by the clinical practice consultant that the first delivery of the infusion from the new syringe was delayed significantly. The pediatric surgical heart unit does not prime on the pump with the initial syringe, but instead will replace the syringe, reprogram the device and then restart it. It appeared that there was a mechanical slack of the driver head motor that may be causing the delay in delivery of the medication. Although there was no report of patient harm, the patient's treatment was delayed significantly.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the event reportedly occurred in the pediatric surgical heart unit, therefore, it is presumed that the patient was a pediatric patient.

Event description:
It was reported that the pediatric surgical heart unit experienced a syringe pump not properly infusing the medication to the patient. The nursing team were able to demonstrate that after a device delivered a medication dose, it would retract the medication back into the syringe. Afterwards, it would take approximately 12-14 minutes for it to be primed correctly to deliver another dose. During the site visit it was reported that after changing a continuous medication syringe, it was observed by the clinical practice consultant that the first delivery of the infusion from the new syringe was delayed significantly. The pediatric surgical heart unit does not prime on the pump with the initial syringe, but instead will replace the syringe, reprogram the device and then restart it. It appeared that there was a mechanical slack of the driver head motor that may be causing the delay in delivery of the medication. There was no report of patient harm.